Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x19, 2.8x16 mm graftmaster devices are filed under separate medwatch report numbers.

Event description:
It was reported that the 2.8x26 mm graftmaster stent delivery system (sds) was inserted, but was unable to cross the moderately tortuous, moderately calcified left anterior descending (lad) coronary artery. The 2.8x19 mm graftmaster sds was inserted, but met resistance during advancement. When force was applied, the proximal shaft kinked. The entire sds was removed from the anatomy. The 2.8x16 mm graftmaster sds was successfully implanted in the lad, but it did not seal the perforation. The perforation turned out to be longer than the implanted stent length. Prolonged balloon inflation was performed to seal the perforation. The patient was in stable condition. No additional information was provided.